Manufacturer narrative:
Additional information was received indicating that the event occurred during a routine preventive maintenance testing and no patient was involved in the event.

Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis with a scratched screen. During analysis, the moment the device was powered up it started double beeping. Service will replace the downstream sensor to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a constant alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.